Event description:
This patient had severe diarrhea (5 liters per day). A stool/fecal management system was placed to manage the stool and protect skin. After nine days of use the patient developed rectal bleeding and the fecal management system was discontinued. A colonoscopy was performed and a rectal ulcer was found, which required placement of "clips." In addition, the patient received blood. Unfortunately, the patient continued having diarrhea, and re-bled, and eventually was taken to the operating room for an anoscopy and control of rectal bleeding. The bleeding area was sutured. The patient is currently improved with no further rectal bleeding.====================== health professional's impression======================the stool management system may have caused the rectal ulceration.